Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported a patient complained of being unhappy with refractive results post topography-guided custom ablation treatment (t-cat). Reporter indicated a four line decrease in vision. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, the reporter indicated the patient is doing better and vision continues to improve.